Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image), pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a critical pump error/open book image error and damage insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Product mmt-1885 is expected to return.

Manufacturer narrative:
Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review no evidence found on event date to confirm customer concerns. However, pump error 63 alarm confirm on 09/18/2024 at 15:10:02.000-hour and on 10/21/2024 at 19:16:15.000-hour file number: 2017 line number: 147. Per software engineering log it was determine that pump error 63 was caused by a problem with twi interface or with ad5161 chip. Pump error 63 was also recorded in main error log (adapt). File ID=2017 line ID=147. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage was noted. Unit also received with scratched case, missing display window/cover, stained keypad overlay, cracked keypad overlay, label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 was caused by a problem with twi interface or with ad5161 chip. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.